Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the instruments failed because they are jammed. The procedure was successfully completed with no surgical delay. No other medical intervention required. No further information provided. This report is for one (1) blade/screw guide sleeve. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was conducted. Visual inspection: the guide sleeve yell (part# 03.037.017, lot# 1l32409) was returned and received at us cq. Upon visual inspection at cq, the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Functional test: a functional assessment was performed on the complaint device with the returned mating device drillsl yell, both devices were able to assemble and disassemble but showed resistance. The bent condition of the mating device could have contributed to the complaint condition. The complaint can be replicated as the device is not functioning as intended. Dimensional inspection: feature: inner shaft diameter between two cavities was measured and found to be conforming as per relevant drawing. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the devices showed resistance during functional test. The potential cause for the device interaction condition could be due to deformed tangs of the mating device. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part # 03.037.017, lot # 1l32409, manufacturing site: (B)(4), release to warehouse date: 14 jan2019, expiration date: n/a, supplier: (B)(4), a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.